Event description:
Twenty- eight months after hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. Preliminary logs files review showed short pump stops. After replacing the batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of five reports (3007042319-2014-00345, 3007042319-2014-00720, 3007042319-2014-00721, 3007042319-2014-00722, and 3007042319-2014-00723) submitted for devices related to the same event.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of five reports (3007042319-2014-00345, 3007042319-2014-00720, 3007042319-2014-00721, 3007042319-2014-00722, and 3007042319-2014-00723) submitted for devices related to the same event. Evaluation in progress.